Manufacturer narrative:
Citation: shinkawa t et al. The midterm outcomes of bioprosthetic pulmonary valve replacement in children. Seminars in thoracic and cardiovascular surgery. 2015. 27(3):310-8 doi: 10.1053/j.semtcvs.2015.07.010 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a retrospective review of outcomes of bioprosthetic pulmonary valve replacement in children. All data were collected from a single center between 1992 and 2013. The study population included 123 patients (predominantly male; mean age 13 years), 15 of which were implanted with medtronic hancock ii (serial numbers not provided). Among all patients adverse events included: moderate insufficiency, elevated peak gradient, endocarditis, and stenosis requiring reoperation or catheter-based intervention. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.